Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery the vacuum was poor in visco mode due to which patient experienced increased intraocular pressure. Medical intervention has been provided to treat the symptoms (diuretic and carbonic anhydrase inhibitor). The outcome of the patient was unknown. Procedure was completed.